Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal right coronary artery (rca). After an unspecified guidewire cross the lesion, a 15mm x 5.00mm nc quantum apex balloon catheter was selected and advanced. The complaint device was inflated to 20 atmospheres and deflated. It was then noted that the balloon catheter was stuck on the guidewire. The devices were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box, product pouch, and an unidentified guidewire. The guidewire was in the lumen of the complaint device; as received. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The guidewire was protruding from the exit notch 262cm and 13.5cm from the distal tip. The inner shaft was separated/detached from the distal tip. The inner shaft was buckled and located in the outer shaft 2.2cm ¿ 3.5cm proximal of the proximal balloon bond. There were multiple kinks throughout the shaft. Inspection of the remainder of the device presented no other damage or irregularities. An attempt was made to remove the guidewire from the lumen of the nc quantum apex; however, the devices were unable to be separated due to the inner shaft damage. The outer diameter (od) of the guidewire was measured using a calibrated snap gauge. There was no evidence of any product quality deficiencies contributing to the damage or catheter froze on the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal right coronary artery (rca). After an unspecified guidewire cross the lesion, a 15mm x 5.00mm nc quantum apex¿ balloon catheter was selected and advanced. The complaint device was inflated to 20 atmospheres and deflated. It was then noted that the balloon catheter was stuck on the guidewire. The devices were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.